Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (2 gm ip weekly for two weeks) and fortum (250 mg ip, 3x/day for 14 days). It was not reported whether remedial therapy was ongoing. The patient was recovering. Dianeal pd2 ambuflex therapy was ongoing. Concomitant medications were not reported. The consumer stated that the peritonitis was unrelated to dianeal therapy.